Manufacturer narrative:
Date of event: event date is an approximate. Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a290, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a revision to replace the lead. The caller reported the revision took place on (B)(6) 2017. One of the leads were taken out and replaced. It was also reported the stimulator moved down 2 vertebrae which caused the patient pain. The caller confirmed only the lead was moved and 1 of 3 leads were taken out and replaced. The caller stated the device was sending stimulation through the patient¿s armpit and into the chest of the left armpit, instead of into the hand. It was noted the stimulator was not stimulating the hand since the revision. The caller mentioned the patient was unable to change groups. The patient had an appointment on (B)(6) 2017. Reprogramming was supposed to occur at the appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. The hcp clarified the lead being taken out and replaced by stating that they were unable to reinsert the previous lead and needed a new one. The hcp stated there was no device issue. They also reported that the stimulation in the chest/armpit rather than the hand issue had been resolved. No further complications were reported.